Manufacturer narrative:
The field service representative (fsr) performed a site visit, inspected the instrument, and observed fluid leaking from the cuvette washer high concentration waste (hcw) nozzle #1. The fsr replaced the hcw peristaltic pump head tubing to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. The tubing, peristaltic head (rohs), part number 7-202464-01, was determined to be the likely cause for the issue. The service history review determined one additional service ticket related to the current complaint that was initiated one day prior to the current complaint due to dripping from the cuvette washer. The resolution for this issue appears to have been captured in the current complaint. There were no additional complaints associated with this issue. A review of tracking and trending identified no trends or systemic issues for part number 7-202464-01 tubing, peristaltic head (rohs). The device history review did not identify any non-conformances or issues for the part associated with the complaint. Product labeling review provides adequate information. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium (na) result on the alinity c processing module for a patient on (B)(6) 2020. The following data was provided (reference range: 136 to 145 mmol/l): sid (B)(6) = na result = 115 mmol/l, repeat = 140 mmol/l. There is no impact to patient management reported.